Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes , investigation conclusions), h10, h11. Corrected field: e1(event site telephone: n/a). It was reported that the cs300 intra-aortic balloon pump (iabp) had alarmed with a low vacuum message. Customer stated it disappeared before she could begin to troubleshoot. She printed the alarm logs and noted several other occurrences of the same alarm throughout last night and today. I advised to locate another iabp to transfer the therapy. She agreed and a call back to her found she and the pa had swapped the consoles without any issues. Emily stated no harm to patient due to this event. Therapy was never interrupted. James torre, ed pavelko, and dennis gallucci notified via email. Failure observed by end user cs300 displaying alarm ¿low vacuum¿. A getinge field service engineer (fse) examined fault logs and observed several low vacuum alarms in fa= ult log. Tested with trainer for 2 hours and could not duplicate alarms. Potential intermittent issue with k6 malfunctioning causing low vacuum alarm to trigger. Will order new drive manifold and return to install. Returned on 12/6 and installed new drive manifold assembly. Calibrated drive transducer to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0104-00-0018 drive manifold serial number (B)(6) with a reported unit failure of low vacuum alarm. The failure analysis and testing dept. Performed a visual inspection of part number 0104-00-0018 drive manifold serial number 17 (B)(6) and found the part to be in good condition. The failure analysis and testing dept. Installed the drive manifold into the cs 300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The failure analysis and testing dept. Could not replicate the failure that the customer experienced of observing a low vacuum alarm on the display, after the failure analysis and testing dept. Ran the cs300 for 2.5 hours. The drive manifold passed testing. Retaining the drive manifold in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ak. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called reporting a cs300 that had alarmed with a low vacuum message. Stated it disappeared before she could begin to troubleshoot. Printed the alarm logs and noted several other occurrences of the same alarm throughout last night and today. I advised to locate another iabp to transfer the therapy. She agreed and a call back to her found she and the pa had swapped the consoles without any issues. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.